Event description:
The graft was placed as a femoro-femoral crossover in a 57-yr-old male pt. During the postoperative period, fluid collected in the subcutaneous tissue layers around the graft. Approx three months postoperatively, the graft was removed because of discomfort to the pt.